Manufacturer narrative:
The uninterruptible power supply (ups) was replaced by the rep as a preventative measure and returned to the manufacturer for analysis. The ups did not pass visual inspection with damage observed on the right front mounting bracket and front panel of unit. Although the device showed signs of physical damage, the ups powered on with the returned batteries. The measured voltage on the returned batteries was 26.17. The returned batteries were charged over night. The tester performed a 5 minute load test on return batteries. The ups passed the load test with 6 min 43 seconds. The device was found to be fully functional. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 06/21/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. On 06/21/2016 a medtronic representative, following-up at the site, reported that during diagnostic broken fuses has been found. Mobile view station (mvs) fuses has been replaced. System working as intended. Return requested. Replacement 2 fuses 10a/250v shipped to site 06/21/2016. No parts have been received by manufacturer for analysis. Return requested. Replacement ups power supply shipped to site 06/23/2016. No parts have been received by manufacturer for analysis. On 06/24/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A site biomed representative reported that their imaging system had no power on the mobile view station (mvs). The biomed representative was not able to power the imaging system on. No further details regarding the behavior were provided. There was no patient present when this issue was identified.